Event description:
Healthcare worker was removing items from a completed cycle when her right htumb felt itchy and then burning. She washed her right thumb under running water. Symptoms lasted about 45 minutes, whiteness was gone in approximately 7 hours. No medical attention was sought. The customer reported that they were using their sterilizer without the vaporizer plate.